Manufacturer narrative:
Device eval by manufacturer: the device returned to boston scientific consisted of a jetstream xc-2.4 atherectomy catheter. The device was visually examined for any shaft damage. Visual and microscopic examination showed 2 kinks/buckling located 63cm and 67cm from the tip. The device showed a burst infusion sheath on the catheter shaft located 86.5cm from the tip. The device was inserted into the console and ran as designed; however, the device leaked fluid during functional testing at the burst infusion sheath location. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was not consistent with the reported information. The allegation from the field for blades not spinning was not confirmed; however, shaft damage and leaks were confirmed.

Event description:
Reportable upon analysis completed on (B)(6) 2022. It was reported that during the procedure the catheter seized up and would no longer rotate. This 2.1mm jetstream xc catheter was selected for use for this atherectomy procedure. During the procedure, after the physician was 2/3 of the way through the procedure, the jetstream bogged down (seized up) and would no longer rotate. The procedure was completed using a balloon without sequalae.